Event description:
Related manufacturer reference number: 2017865-2021-32024. It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) and right ventricular (rv) leads had high capture thresholds. The patient was asymptomatic. The ra and rv leads were explanted and replaced. The patient was stable throughout procedure.